Event description:
The customer reported that there was a loss of motorized movements. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair info is not available. The customer decided not to repair the system.